Event description:
It was reported that a shaft break occurred. A 2.25 x 12 mm emerge was removed from the blister and a shaft fracture was noted rendering the device unusable. No patient impact reported.